Event description:
It was reported that during a da vinci si cystectomy procedure, the site experienced trouble engaging the sterile adapter on the system's patient side manipulator (psm). With the assistance of an isi technical support engineer (tse), the site attempted to engage the sterile adapter several times before the sterile adapter was successfully engaged. The site continued on with the procedure; however, the issue reoccurred. With the assistance of a tse, the site performed an emergency stop and fault override without success. The surgeon decided not to continue with troubleshooting the reported problem and converted to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering could not reproduce the sterile adapter issue. The system was evaluated for any potential issues which could have caused or contributed to this issue, however, the system was found to be operating within specification with no malfunctions observed. As of (B)(6) 2011, there have been no reported recurrences of the issue at this hospital.